Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer stated the battery cap was damaged. The type of battery in use was energizer battery. Customer was not calling back after receiving a new battery cap. Customer also reported scratch on the screen. Customer stated the insulin pump was not exposed to moisture. Insulin pump will not be returning but battery cap will be replace.